Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. No significant events that lead up to the motor error were noted. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement was shipped to the customer.